Event description:
Smartpulse laser used on infant. It was identified by medical doctor that laser energy not sufficient. Sales rep discovered delivery device faulty. Manufacturer response for smart lio, (brand not provided), (per site reporter). The organization is requesting to return the device for refund, as they do not feel comfortable using this device on another infant, even with cable replacement.